Manufacturer narrative:
The motorized wheelchair's controller has been sent to the MFR for evaluation. Hoveround will submit a subsequent medical device report upon receipt of the MFR's evaluation.

Event description:
End user alleges transferring out of the motorized wheelchair she accidentally bumped the joystick, the unit moved and injured her foot. Allegedly, as a result of the incident the end user was hospitalized.